Event description:
Manufacturer was informed of this event through device tracking audit conducted. Based on the information available, on (B)(6) 2021, a carbomedics top-hat aortic heart valve, s5-025 was implanted in a patient. As reported, the patient died on (B)(6) 2024. No other information was provided.